Manufacturer narrative:
D10: 300-01-13 - equi, hume stem prim, press fit 13mm: (B)(6). 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-31-40 - glenosphere, 40mm: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-35-08 - small superior/posterior aug pl, right: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Intraoperatively, the patient experienced a humeral tuberosity fracture. As a result, the fracture was repaired with cerclage fixation. No further patient impact reported. No further information available.